Event description:
Post-op CABG pt with temporary pacemaker attached to pacing wires. Pt hit "emergency" button on pacemaker with their elbow. This caused the pacemaker to turn on in async. Mode. Pacing spike on t wave sparked episode of v-tachycardia. Pt. Had to be defibrillated and reintubated.